Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (narrow iliac diameter).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter and 130 mm in length abdominal aortic aneurysm. There was severe tortuosity. The proximal aortic neck was 19 mm in diameter and 60 mm in length. The external iliac artery landing was performed for both sides, and bare stent was implanted at distal side (right 7mm and left 6mm). There was a bare metal stent implanted at the index procedure. It was reported that a proximal type ia endoleak noted. The physician implanted an endurant 25x25x49 aortic cuff. However, during removal of the delivery system the distal tip of delivery system stuck on the bare stent causing removal difficulties. The proximal neck was intentionally occluded by a balloon, and the delivery system was removed. Before the fem-fem bypass the physician tied the vessel to shut off the blood flow. The fem-fem bypass surgery was performed and the procedure was completed. The physician commented that the cause of the removal difficulty was due to the delivery system being caught on the bare stent in the narrow vessel. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The physician stated that the cause of the type ia endoleak was due to the highly tortuous, angulated aortic neck resulting in difficulty in positioning of the stent graft on the proximal side.